Event description:
Attorney alleges "medtronic neurological implanted device known as an intradural morphine catheter used for dispensing morphine. Said device was implanted in pt originally in 1994, then another in 1999. The device was defective in that it caused a mass to grow near pt's spinal area, leading to partial paralysis".